Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt as well as damage to top and bottom cover and cuts on the silastic overmold. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a dent on the bottom cover. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration between an electrical component. The device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data, dye penetrant test data, and internal visual inspection, it is believed that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. A CAPA has been implemented. This is the final report.

Event description:
The recipient reportedly experienced loss of sound and loss of lock. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt as well as damage to top and bottom cover and cuts on the silastic overmold. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a dent on the bottom cover. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device failed one of the electrical tests performed. This is an interim report.